Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that a skin reaction under the sensor adhesive occurred. Prior to insertion the area was cleansed with hydrogen peroxide. She reported extreme pain and discomfort after insertion. The next day symptoms included a rash with redness and swelling at the sensor adhesive. She consulted a md on (B)(6) 2025 in a virtual visit and the md prescribed an oral antibiotic, amoxicillin 500 mg three times per day for four days. After completing the course of treatment, the customer recovered. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
B5 describe event or problem ¿ correction. H2 type of follow up ¿ correction. D2b - procode - correction.

Event description:
Subsequent to the initial MDR, a correction is required.